Event description:
A 65-year-old male with recent fem-pop bypass surgery underwent thrombectomy which was complicated by a penumbra catheter which broke at both the proximal and distal end of the catheter when attempting to withdrawal. Required transfer to the or (operating room) for an open surgical retrieval of the broken distal portion.